Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical corporation. During the investigation it was noted that a review of the g5's device log shows an error occurring on 11/13/2025. The device was fast tested (runs a daily, weekly, and monthly self-test within 30 minutes) without any discrepancies noted. On/off current, patient and circuit impedance testing, internal inspection, and shock testing all passed. The repair recommendation is to replace the g5 main board as a precaution. The investigation for this claim will be closed ignored error/advisory message. Further testing of the main board was unable to duplicate the failure. The main board was scrapped. No emerging trend based on similar reports.